Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he rotated the site and the site was painful and the cannula was bent. Customer's blood glucose ranged from 360 mg/dl to 515 mg/dl. Customer reported the device alarmed a no delivery alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.